Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H6: method code was updated to 4109. H6: results code was updated to 213. H6: conclusions code was updated to 4310. H10: narrative/data was updated. The reported device was not received for evaluation. The reported medical condition of paresthesia was not confirmed. Visual inspection could not be performed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. A complaint history review was completed for the reported device item number for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned to manufacturer.

Event description:
Doctor reports that patient presented with paresthesia one week after placing implant xiitp5410. Doctor reports nerve injury and the implant was removed. Tooth site # 30.